Manufacturer narrative:
Due to character restriction in block e1. E1 event site telephone is (B)(6). Updated fields: b4, b5, b6 , b7, d9, d10, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions, health effect ¿ impact codes ), h11 , e1 ( initial reporter , event site telephone , event site email ), e2 , e3 , e4 , g2 , d5. Corrected field : h6 ( medical device ¿ problem code ). The fse states since the customer has chosen not to have the repair done, please close this complaint.

Event description:
It was reported that during a equipment recall performed by a getinge field service engineer (fse) the cardiosave intra aortic balloon pump (iabp) had insufficient positive pressure in the testing motor preventing it from passing the test. There was no patient involved.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had insufficient positive pressure in the testing motor prevented it from passing the test. There was no patient harm reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.